Event description:
During a spine-fusion procedure the stealth machine suddenly shut-down causing a delay and prolonging the surgery for approximately 20 minutes. Additional details of the event per the optical tracking specialist (ots) are as follows:the day prior to the procedure the patient underwent a cat scan of the lumbar spine for stealth intra-operative navigation. The images were successfully downloaded by the ots to the workstation and the scan was verified and a model was built. On the day of the surgery, the stealth was set-up and the camera was placed on the right side by the patient's head. Two surgeon monitors were used. Calibration-target was placed on the c-arm and powered up, a video cable was connected to the stealth and the mouse was tested and was found to be working correctly. The synergy application was open and the doctor's profile was selected as well as fluoro merge. The stealth showed that all connections had a green status. C-arm screen was calibrated and orientation corrected. A blank, ap and lateral fluoro images were taken and accepted by the stealth. The doctor proceeded to merge the images and everything worked well. They advanced to navigation and the doctor registered the sharp probe and evaluated accuracy without issues. While the doctor was viewing different images using the probe, the doctor asked the ots to switch to his/her personal view settings, but when the ots called his/her personal saved presets, the settings were not there. The ots tried to change the views, but this time the stealth did not respond. It took the stealth about 30 seconds before it displayed an alert that it was shutting down and then it did shut down. The physician asked the ots what occurred and the ots responded they believed it was something unpredictable that just happened. The ots restarted the program, necessitating the fluoro images to be taken again. However, this time the stealth would not accept the fluoro images. The stealth was rebooted again. This time the stealth only accepted a fluoro blank manual ap and later were accepted but the stealth was taking more than one image during a single 3-4 second take. These images allowed the merging with good registration and accuracy. A microscope was brought in for the rest of the procedure. There were no intra-operative complications and the patient was taken to the recovery room in good condition. The incident was reported to medtronic and a service rep came the next day. The stealth was tested and it worked fine. After testing, a review of the protocol was done and the rep made several suggestions for operating the stealth. It is believed that the cause for the shut-down was user-error. The ots may have gotten into an area of the computer screen that he/she really did not know how to navigate.